Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemicolectomy procedure, multiple staplers did not fire appropriately causing maceration of the bowel. Additional bowel resection was required because of the tissue damage and ischemic appearing serosa. Patient status was unknown.